Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week after a generator change-out this right atrial (ra) lead exhibited high thresholds with loss of capture and pacing impedances greater than 2000 ohms with the new cardiac resynchronization therapy defibrillator (crt-d). The pacing outputs were increased to provide capture. However, due to the observation, surgical intervention was performed and the lead was surgically abandoned and a new ra lead was implanted. The crt-d remains in service. No additional adverse patient effects were reported.